Event description:
A nurse from the user facility reports the haptic became stuck in the cartridge of the delivery system and broke after it was partially inserted in the eye. Enlargement of the incision was required to accommodate removal and replacement of the lens.